Event description:
The patient reportedly experienced decrease in performance and intermittencies while wearing the external equipment. The patient was seen at the center for evaluation. External equipment was exchanged. However, the reported problem was not resolved. On the date of event, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was functioning. Programming recommendations were made. However, a decision was made to explant the device. Surgery to explant the patient's device is to be scheduled.